Event description:
On (B)(6) 2014, severe erythema over left upper arm avf. Physician ruled out lidocaine cream reaction, reaction to wingeater needles, ordered optiflux 160 nr eto sterilized dialyzer via pnt approval process. Symptoms subsiding after two treatments using the eto processed dialyzer. Do not known lot or exp date. MFR ref# 1713747-2014-00344.